Event description:
The spouse of the customer called to provide details regarding the customer's death. The customer passed away in a hospital. She was hospitalized due to cancer. The cause of death was cancer. She had been battling cancer for approximately two years. The caller stated that the customer had a pancreatic surgery which lead the customer to the use of insulin pump; prior to the surgery, the customer did not have diabetes. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death. She had been disconnected since (B)(6) 2015. She was off insulin pump therapy due to illness. The customer stopped using sensors and was not wearing one at the time of death. The insulin pump information was confirmed with the caller; motel number mmt-751nal, serial number (B)(4) .the caller declined to send back the insulin pump for analysis.

Event description:
It was reported that the customer has passed away. It was stated that the death was not diabetes related. The information was received via e-mail from a diabetes educator. Multiple attempts were made to contact the next of kin but it was only possible to leave voice mails. A call back request letter was also sent. The insulin pump information has not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information is available at this time.

Manufacturer narrative:
This information is provided in response to your request dated may 13, 2015 for additional information. Our original medwatch report was submitted with missing details. Also, corrections were made to model number, catalog umber, and serial number.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.